Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2011, product type: catheter, ubd: 23-aug-2013, UDI#: (B)(4). Product ID: 8596sc, lot/serial# (B)(4), implanted: (B)(6) 2011, product type: catheter, ubd: 06-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump. The indication for use was not provided. It was reported the hcp was seeing the patient that day ((B)(6) 2018) and believed the patient had a granuloma because the patient had radicular bilateral thoracic pain following the t7 dermatome. The hcp reported the symptoms were greater on the right side of the patient's body compared to the left side. It was indicated the onset of symptoms had been gradual. The patient had experienced these symptoms for several years. The patient received a new pump on (B)(6) 2018. The serial number of the new pump was unknown to the hcp. The hcp planned to have the patient have a magnetic resonance imaging procedure (MRI) to rule-out a granuloma and planned to follow-up with the patient's managing pump physician. Imaging considerations was reviewed, along with dosing considerations. No further complications were reported or anticipated.